Manufacturer narrative:
(B)(4). Article citation: mohammad seleman et al.; "treatment of secondary glaucoma following intravitreal vegf therapy with the xen® gel stent and mitomycin c," der opthalmologe, volume 118, pages 1128-1133 (2021). Https://doi.org/10.1007/s00347-020-01265-5. Request for further information from corresponding author has been made. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
The article "treatment of secondary glaucoma following intravitreal vegf therapy with the xen® gel stent and mitomycin c" noted a patient was implanted with a xen®45 gts in unknown eye without complication. On post-op day 1, there was a 1mm hyphema which spontaneously resolved on its own within a week. Initial pressures were 7-10mmhg, but there was an increase to 20mmhg 1 month postoperatively due to fibrosis of the ocular cushion. A 27g needling was performed with 0.1ml of 5 fu. This resulted in lower iops of 12-15mmhg without local glaucoma therapy. Ten months after implantation, there was renewed scarring of the oozing cushion with an increase in iop to 35mmhg. To resolve this, and open revision of the conjunctiva was conducted to remove the scar material and 0.1mls of 5-fu was administered. The iop after this was in the range of 14-17mmhg, so local therapy of timolol 0.5% was started due to the previously existing optic disc damage.18 months post-op, pressure was 12mmhg. This article is the same reported under MDR ID# 3011299751-2022-00081 (allergan complaint # (B)(4). This MDR is being submitted for the serious injury experienced by patient in case report 3 of the article.